Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was stuck at zeros during boot-up. Review of the log files confirmed the reported malfunction regarding the connection issue with the generator. The fse examined the system and suspected the sib connectivity issue. The cause of the sib connectivity issue could not be conclusively determined by the supplier's part analysis, however the replacement of the sib board, restoring the ghost image and downloading the board software by the fse has resolved the reported issue and restored the functionality of the system. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that, when booting the system, it became suck when the countdown reached 00:00. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system on site and replaced the sib board which returned the device to expected functionality.